Manufacturer narrative:
One used 5.5 footprint ultra pk suture anchor assembly was returned for evaluation. Inserter and anchor were returned, no stay suture. Visual assessment of the anchor showed it to be intact. The anchor remains attached to the inserter. The device appears to have been sterilized/cleaned in some manner as the torque limiter knob is melted making the device inoperable. Dimensional assessment of the anchor found it to be within print specifications. It appears that the device was exposed to a cleaner /disinfectant causing the observed damage. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Although anticipated, the device evaluation has not yet begun. (B)(4).

Event description:
During a rotator cuff repair the footprint anchor was not able to be inserted. A backup device (smith & nephew) was available to complete the procedure. The original prepped hole was left empty and a new one was utilized. There was no reported delay, patient injury or surgical complication. The patient had good bone quality. The site prep was completed with a tapered awl.